Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal balloon dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was found that the balloon ruptured when dilating and seemed to have a pinhole. Reportedly, the balloon was removed together with the endoscope and then cut with surgical pliers to remove from the scope. The procedure was completed another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.